Event description:
Consumer reports toothbrush head breakage. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
Event occurred between (B)(6) 2012. The product used was either spinbrush proclean toothbrush soft 66878 00078, spinbrush proclean toothbrush medium 66878 00079, spinbrush pro whitening toothbrush soft 66878 00191 or spinbrush pro whitening toothbrush medium 66878 00193. The consumer has not returned the product to date, therefore, we are unable to determine the exact product that was used. The product was manufactured at one of the following locations. Since the consumer has not returned the product to date we are unable to determine at which location this particular product was made. (B)(4).

Manufacturer narrative:
The product used was either spinbrush proclean powered toothbrush soft (B)(4) or spinbrush proclean powered toothbrush medium (B)(4). Lot codes: head dd1104h1, handle dd1104e1. Manufacture dates: head 4/14/2011, handle 4/14/2011.